Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: an iatrogenic fracture occurred at the tibial plateau intraoperatively. An additional fixation with a large cancellous screw from the lateral side was performed. An orthosis was prescribed on (B)(6) 2010. Post-operatively the patient reported pain during walking. On (B)(6) 201,0 an arthroscopy was done to check the articular step-off due to the plateau fracture. No step-off, no additional meniscal. No additional injury was seen. In addition to the arthroscopy, since her symptom was located on the lateral side around the screw head, the surgeon decided to remove the cancellous screw. When the screw head was exposed there was some fluid like ganglion. This report is for an unknown tomofix plate this report is 1 of 1 complaint (B)(4).

Manufacturer narrative:
This report is for an unknown tomofix plate device is not distributed in the united states, but is similar to device marketed in the USA. : investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.